Manufacturer narrative:
This complaint is still under investigation.

Event description:
Litigation papers allege since the surgical implant, patient has suffered symptoms including but not limited to pain, swelling, inflammation, infection, and damage to surrounding bone and tissue, multiple dislocations and lack of mobility.**update** (B)(4) 2012 - medical records and patient fact sheet received. Part/lot was provided. There is no new additional information that would affect the investigation. Records are available on the l:\drive if needed for further review.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).